Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
The device was evaluated by a third-party service provider. The reported issue could not be duplicated but was verified through review of the software logs. The cause of the reported issue could not be conclusively determined but likely due to battery 2 not being properly latched in the well.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.